Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, a dislodgement with loss of capture was noted on the atrial lead. The device was reprogrammed to right ventricular (rv) pacing mode only to resolve the event. The patient was stable.